Event description:
The customer reported that the device would not cardiovert the pt. There was no pt impact as the customer switched to a different defibrillator to deliver therapy.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.